Event description:
It was reported that the patient received the elective replacement indicator (eri) message earlier than expected for their spinal cord stimulation (scs) implantable pulse generator (ipg). There were no stimulation issues and the patient still has stimulation. There were also no patient complications.